Manufacturer narrative:
The reported events were unacceptable threshold, under-sensing, low impedance and lead damage. As received, a complete lead was returned in two pieces. Visual inspection found damage to the outer insulation and outer coil consistent with procedural damage. Electrical testing found no indication of conductor fractures however an internal short was noted between conductor path due to procedural damage to the inner insulation. Unable to perform the lead impedance test due to the condition of the lead, as received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The right ventricular (rv) lead exhibited high capture threshold, under-sensing and low impedance due to the lead damage during suturing. The rv lead was removed and replaced. The patient had no adverse consequences.